Manufacturer narrative:
The reagent lot number was 86401801 with an expiration date of 31-dec-2025. The field service engineer found the rinse unit vacuum nozzle was sticking, and the rinse unit rinse was coming to the top of the cells. He adjusted and cleaned the rinse unit and adjusted the rinse unit rinsing. He ran precision testing, and the customer ran qc, which was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module. The samples were repeated on (B)(6) 2025 on other analyzers. Sample 1: initial result on (B)(6) 2025 was 1.24 mg/dl. The repeat result was 3.78 mg/dl. Sample 2: initial result on (B)(6) 2025 was 0.24 mg/dl. The repeat result was 1.22 mg/dl. The repeat results were believed to be correct.